Event description:
IV pump beeped and froze. Unable to get tubing out. Pump had a burning odor and the lever button was very hot to touch. No pt injury reported. No medical intervention reported. Reported to sigma that security left the pump outdoors over the weekend where it was subject to rain.

Manufacturer narrative:
The director of biomed reported to sigma that security left the pump outdoors over the weekend where it was subject to rain. The pump was damaged, due to fluid intrusion. Eval revealed probable previous fluid intrusion evidenced by a shorted lever closed sensor to the transformer, corroded processor pcb around the microprocessor, as well as many other chips. The pump was repaired and returned to the customer.